Manufacturer narrative:
This supplemental report is being submitted to update the lot number of the device, to provide the device manufacture date, and to provide the device evaluation results. The referenced device was returned to olympus for evaluation. A visual inspection confirmed the domed tip fell apart and the green plastic sheath detached (broken off) at the proximal end on the fulgurating electrode. This type of proximal end sheath damage is most likely due to the distal tip of a flexible endoscope being deflected at an extreme angle while the device is inserted. The instruction manual warns users: "insert electrode into endoscope. Do not attempt to insert the electrode when the distal tip of a flexible endoscope is deflected at an extreme angle. Damage to the endoscope and/or electrode can result. Position electrode appropriately."

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event cannot be conclusively determined at this time. If additional information is received this report will be supplemented.

Event description:
Olympus was informed that at the conclusion of a therapeutic cystoscopy with bladder fulguration procedure, while attempting the fulguration the domed tip of the device fell apart. There were no issues with bleeding. It was reported that no device fragment fell into the patient. The intended procedure was completed with a similar device. There was no patient injury reported. No other equipment was replaced during the case. Additionally, the device was inspected prior to the procedure with no anomalies found. No further information was provided.